Event description:
It was reported that the customer experienced recoverable faults on the left master controller. The customer recovered the faults, but they immediately recurred. Technical support instructed the customer to perform a hard power cycle of the surgeon side cart; however, the faults returned during startup. Technical support reviewed the system logs and identified faults associated with the left master tool manipulator axis 2, including pot-to-encoder errors. As the issue persisted after troubleshooting, the customer was unable to proceed with the scheduled procedure. The procedure was aborted with no patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulators (mtms) on the surgeon side console (ssc). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mtm was analyzed. The issue was confirmed in logs and successfully replicated on a surgeon side console fixture test platform (sftp). Upon visual inspection, the mtm was installed onto sftp where the 23008 error was triggered indicating fault on the axis 2, replicating the reported event. Functional testing on the sftp resulted in a failure on axis 2. Troubleshooting was performed by isolating associated components, including the motor cable and sensor assembly, which were removed, inspected, and tested with no faults identified. The complaint was confirmed based on failure analysis. The probable root cause is attributed the axis 2 motor in the mtm.